Event description:
It was reported by the surgery supply coord that the tech in the room stated, "they did the negative on the balloon and left it in the sheath. The physician gained access and then they tried to insert. It went until about the proximal third of the balloon and then came unraveled."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.